Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse swapped the left master tool manipulators (mtm) around between the two consoles. On console two (the one with the error) fse swapped the racs around. After these swaps, fse tested the system with both consoles and could not reproduce the error. Reseating the connections should prevent the error from returning. Service performed to correct reported problem. No part replacement was required. The system was inspected, tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for troubleshooting. Investigation revealed the following system errors relate to the reported complaint: error 23 based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could result in the procedure being converted with risk of a patient's inability to tolerate a conversion. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, a non recoverable error occurred after a power cycle. The intuitive surgical, inc. (Isi) technical service engineer (tse) verified in the live logs error 23 was reported on surgeon side console (ssc) 2 with the left master tool manipulator (mtm). The tse walked the customer through a system power cycle and the system powered up without error. The customer wanted to continue with the case setup and the tse explained that if the issue returned, to power the system down and disconnect ssc 2. Then power the system back up without ssc 2. The customer was continuing with the case setup. Customer called back to report that after continuing with the procedure, the error had returned. The tse viewed system event logs and confirmed errors pointing to ssc 2. Tse had the customer disconnect the blue fiber cable from ssc 2 and then power the system back up. The customer was continuing with the case with only ssc 1 connected. The procedure was completed as planned on ssc 1 with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the original customer, but was not able to obtain any additional information.